Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. The patient does not recall whether the device was not placed into surgery mode. Troubleshooting has been unable to resolve the issue. Next course of action is currently unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.